Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Bottom case tamper seal was broken. No physical damaged was found on the device. Battery was missing. Force sensor test failure was found in the event history log. The technician performed power up process, checked and tested force sensor. Force sensor test error was duplicated at power up. The root cause of the reported event was found to be force sensor was out of calibration at 0.00 pound (lbs), the force sensor was reading at -1.05 lbs. Recalibrated force sensor. Performed power up process and all functional tests which passed.

Event description:
It was reported that the force sensor test occurred. No patient injury was reported.